Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery approximately 5 years ago. X-ray shows poly wear. Patient is not being revised at this time.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. It is also a device specific risk that there could be excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported pain and poly wear is related to any design or manufacturing issues. In an investigation for reports of revisions due to prosthesis wear, found no cause for action as the estimated frequency of occurrence is 0.039% and is considered "very low". The polyethylene wear reported may have been the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear; this would include the patient obesity and activity of the patient.

Event description:
It was reported that a patient presented to his doctor with pain and evidence of poly wear via x-ray. The patient is noted to be active, he has bilateral knee arthroplasties and is moderately obese. The patient noticed left hip pain when mowing uneven ground, the pain is partially controlled with ibuprofen. The patient was treated for a possible (unidentified) infection, not noted to be device related. There is no additional information provided.